Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and became difficult to navigate. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was between 100 and 170 mg/dl. Reportedly, customer continued to use the pump for insulin therapy with manual injections as alternate insulin therapy.